Event description:
It was reported that the subejct programmer did not keep the current date and required replacement.

Event description:
It was reported that the subejct programmer did not keep the current date and required replacement.